Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked and that a minimum fill notification occurred. The customer was unable to determined how much insulin the cartridge was filled with. Customer used and off label syringe to fill the cartridge with insulin. Customer's blood glucose level was 231 mg/dl. Reportedly, the customer was able to load the same cartridge and resume insulin delivery.